Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop on three different occasions lot documented 3935920, 3894451, 3900379 alarms upstream occlusion alarm. No patient adverse events reported.